Event description:
A rotatable snare was used during a polypectomy on a male pt (weight unk) in 2008. According to the complainant, after "a large polyp was removed with this rotatable snare..a small bleeding appeared". The tip of the snare was used to coagulate the bleeding. Reportedly, after the coagulation, it was discovered that "the wire partly detached from [the tip of] the loop." At the conclusion of the procedure, the pt's condition was reported as "stable."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The december 2007 15-month rotatable snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.